Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo appendectomy. Patient gender: unknown. According to the reporter: during the case when the trocar was inserted, the tip could not seen, so the device was removed from the cannula. Then, it was noticed that the tip was missing. The tip was retrieved from cavity. A new instrument was used to complete the procedure. There was no bleeding and no tissue damaged. Operative time was extended more than 30 minutes. No patient info available. No patient injury was reported.